Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (D10) a10012 - gps implant kit v2, 09003122202; 320-35-02 - small superior augment glenoid plate, a006673; 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, a155072; 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, a166808; 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, a193925; 320-20-00 - eq reverse torque defining screw kit, a266892; 531-55-88 - ergo gps 3.2mm drill kit sterile, a339914; 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, a343046; 531-78-20 - shouldr gps hex pins kit, a365632; 320-15-05 - eq rev locking screw, a369536; 320-31-36 - glenosphere, 36mm, a373322; 320-10-00 - equinoxe reverse tray adapter plate tray +0, a405792; 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, s382797.

Event description:
It was reported that this patient's right knee was revised. Since the index surgery, the patient had a colostomy placed. At some point after, patient developed an infection. It is unclear if her infection is related to the colostomy procedure. Patient had an abscess within the soft tissue of her deltoid. Surgeon drained the abscess and performed a one-stage revision. He explanted all the original hardware and implanted a new small superior augment baseplate, blue, red, and black screws and caps, 40 expanded sphere, locking screw, cemented 12mm stem, 0 tray, reverse torque screw and a 2.5mm liner. Original liner had some wear already. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: b, c, d, e. The reason for the revision reported was likely the result of infection as reported. The cause of the reported infection cannot be conclusively determined; however, it may be related to the patient¿s previous colostomy procedure and/or underlying patient condition. The prosthesis wear noted on the explanted humeral liner is likely the result of impingement between the humeral liner and native glenoid bone. However, this cannot be confirmed as devices were not returned for evaluation and no radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.